Manufacturer narrative:
Concomitant medical products: 5867-3m, adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an implantable pulse generator (ipg) replacement procedure, the incumbent right ventricular (rv) lead exhibited unacceptably high thresholds when the patient sat up. The ipg system was removed and replaced by a leadless pacemaker. No patient complications have been reported as a result of this event.